Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the arterial pressure sensor was during the operation and the front end of the monitor was separated. Because the disposable arterial pressure sensor connector was made of hard plastic, it could not be pressed thoroughly during the separation process and was difficult to separate, resulting in damage to the front end of the monitor connection line. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
This file is a retraction as the reported issue is not a reportable malfunction. The customer reported that the disposable arterial pressure sensor connector was difficult to press thoroughly and was difficult to separate, resulting in damage to the front end of the monitor connection line. H3: neither samples nor pictures were received for the analysis of this complaint. The device history review of lot 6016748 was reviewed and there were no discrepancies or anomalies during the manufacturing of this lot. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned for evaluation, the complaint will be reopened for further evaluation.